Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the pod fell off from the infusion site after approximately 5-24 hours of pod wear on the leg, which led to the patient¿s blood glucose levels increasing to approximately 21.1 mmol/l (~380 mg/dl). Reported symptoms included nausea, vomiting, stomach aches, and headaches. Reportedly, manual insulin pen injections were attempted but blood glucose levels did not decrease. Staff from the patient¿s residential group contacted the hospital and were instructed to bring the patient in for medical evaluation. The patient was admitted to the hospital and blood glucose levels were reported at 14 mmol/l (252 mg/dl) with ketone level of 3.5 mmol/l (63 mg/dl) were reported upon admission. Treatment during hospitalization included insulin infusion therapy and medication for nausea. The patient was hospitalized for approximately three days and discharged on (B)(6) 2026, with a reported bg level of approximately 6 mmol/l (108 mg/dl) upon discharge. The diagnosis provided was uncontrolled type 1 diabetes mellitus with mild ketoacidosis.